Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation in the complaint to show a causal relationship between the cycler with cycler set and the peritonitis. Additionally, there is no allegation of a machine malfunction or leak reported for this event. Based on the information, a cause of the peritonitis is unknown. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was being treated for peritonitis. The patient reported cloudy effluent and had a culture drawn at the clinic. The culture was positive for staphylococcus hominis and the white blood cell (wbc) count was 16471 (unknown units). The patient was treated/prescribed initially with cefazolin and ceftazidime (route, dose, strength, frequency and duration unknown) but later switched to vancomycin and gentamicin based on culture results. The patient was treated at the clinic and not admitted to the hospital. A repeat wbc count showed a decrease to 3687 (unknown units). The patient continues pd therapy with no additional issues and is currently recovering from the peritonitis.